Manufacturer narrative:
Clarification to serial number (B)(4) was provided for the left and (B)(4) for the right. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient was diagnosed with alcl, side unspecified. Device was explanted.